Manufacturer narrative:
Date of the event is estimated.

Event description:
Related manufacturer reference number 3006705815-2023-06543. It was reported the patient experienced discomfort located at the ipg site and ineffective stimulation. As such, a lead was added and the ipg was explanted and replaced to address the issues on (B)(6) 2023. Reportedly, the pain at the ipg site has resolved and the patient has effective therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.